Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customers blood glucose level was 600 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.